Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H7 - corrective action has been initiated for the reported issue. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that refobacin bone cement packing had leaked, even though the cement packing was yet to be opened during operation. Another cement package with same lot was used to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that refobacin bone cement packing had leaked, even though the cement packing was yet to be opened during operation. Another cement package with same lot was used to complete the procedure.